Event description:
It was reported a malfunction in which the screws were slipping on the device. It was required to retrieve a plastic piece from the inside out of patient

Manufacturer narrative:
The associated offset broach handle was not returned for evaluation. Therefore a product analysis could not be performed. As the device information was not provided, the device history record review cannot be completed. Complaint history review could not be performed with any accuracy due to lack of batch information. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary.